Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple presses to activate the screen. Due to this issue, the customer's blood glucose value displayed as "high," though the specific value was unknown. The customer attempted to manage their blood glucose by taking a corrective bolus via the pump. Customer technical support (cts) advised the caller on how to properly press the button, but when efforts to turn on the pump without using a power source failed, cts decided to replace the pump. The customer was informed about the incoming replacement with updated software and the necessary steps to take upon its arrival, including returning the faulty pump to tandem.